Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient mentioned that the infusion set cannula was kinked which may have contributed to the patient's elevated blood glucose. However as no device evaluation is available at this time no conclusions can be made.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump data from the time of the event was over-written due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be discolored; the display screen was replaced with a test screen and the display returned to normal.

Event description:
The patient stated that he was admitted to a hospital on (B)(6). He said he was "out of it" and his blood glucose level was over 1100 mg/dl at the time of admission. He was reportedly admitted for dka. His pump was removed when he was hospitalized and he was placed on an insulin drip. He reported that he removed his infusion set from his body today and noticed his cannula was bent. The patient said the pump battery ran out of power when he was admitted to the hospital and the pump was without power for several days. When rebooting the pump during troubleshooting on (B)(6) he noticed that all settings returned to default. The animas representative instructed the patient on correcting the settings.